Event description:
The customer reported the image disappeared from the subject device during a therapeutic laparoscopic right hemicolectomy. The video system center (otv-s300) was turned off and on, the video connector was unplugged and plugged back in, and the image was restored. The same issue occurred after a while; however, the issue was resolved by following the same troubleshooting steps. The intended procedure was completed using the same device. There was no patient or user injury or impact due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, the reported issue (image disappears) was confirmed and found to be caused by a damaged electronic board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the image disappeared when the device was energized for a long time, or when the video connector was heated. If the reported issue occurs when the video connector is heated, it is an indication that the electronic board is damaged. Since the scope has not been repaired since its delivery (2018), it is presumed that the electronic board may have been damaged by accidental overcurrent, such as repeated deterioration due to energization and the application of static electricity. However, a definitive root cause could not be determined. In addition, service found a leakage from the universal cord. Per the legal manufacturer, this other issue found by service has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.